Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed a stretched lead.

Event description:
It was reported that during implant procedure that there was phrenic nerve stimulation after slitting and at maximum output, and the doctor could not "un-deploy" the lobes to reposition the lead. The patient's status was reported as "ok". (B) (4): the lead was not implanted. No patient complications have been reported as a result of this event.